Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor to pass calibration but fail when performing fraction of inspired oxygen (fio2) test. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the oxygen (o2) sensor failed the fraction of inspired oxygen (fio2) setpoint for 80%. There was no patient involvement.